Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-31023. It was reported the patient was experiencing ineffective stimulation. The patient had their l1 leads explanted and replaced to address the issue. Therapy was restored.